Manufacturer narrative:
Because the actual device involved in the incident was not returned, and the lot number was not identified, co is unable to perform a f/u investigation. The propensity toward catheter damage due to aggressive handling, stretching and torquing is exacerbated with the use of smaller size catheters, such as the subject 4f catheter. Even with these issues, many physicians prefer using small diameter catheters because they believe the clinical benefits outweigh associated risks. Based on the preceding factors, co cannot determine a root cause, but believes it is unlikely to have been caused by a product problem and now considers the matter closed. Co will continue to monitor events of this type to ensure that no increasing trends occur.

Event description:
During a diagnostic catheterization, the dr said the catheter is bending when she torques too much. When it bends, she has difficulty taking it out and utilizes a guide wire to remove it completely. There were no adverse pt effects and the dr did not need to take any interventional action.